Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management daily data shows threshold measurement of 1.625 v on (B)(6) 2015 and had increased to > 2.5 v on (B)(6) 2015.analysis of the device memory also indicated a p-wave amplitude measurement issue. P-wave amplitude decreased from first measurement of 1.625mv on (B)(6) 2015 to as low as 0.25mv with the last measured amplitude on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had moved position a week after implant. Both leads had undersensing and pacing failure. Additionally, no capture and maximum output and increased thresholds. The leads were re-positioned and remain in use. No patient complications have been reported as a result of this event.